Event description:
A malfunction was reported on the pump, identified as "malf 0," with the fault ID 0-0x23dd. There was no adverse impact on the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted, and technical support arranged to replace the pump.